Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type catheter (B)(4).

Event description:
It was reported the patient had pain and felt uncomfortable, so the healthcare professional (hcp) performed an x-ray and they found "the material" in the pump pocket. The pump was explanted due to "no therapeutic effect". When the explant was performed (surgical intervention), the hcp found a "metal suture loop" and a plastic catheter part in the pump pocket. The pump was used to deliver morphine. The outcome of the event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was explanted because the patient did not experience any effect any more, and had not been replaced. It was implanted for about 10 years. After explant, the pump was discarded at the hospital. After the explant, the patient felt pain and discomfort (as previously reported). X-ray revealed foreign items in the pump pocket; the items were explanted. They were thought to have been removed one at a time; they first found one, then she still felt pain and they made another opening and found one more item. It was unknown what caused the patient's loss of efficacy. The items appeared to be a suture loop (as previously reported), and a clear strain relief shroud.

Event description:
Additional information received from the manufacturer representative (rep) reported there was no indication of any performance issues with the explanted pump. The reason for the explant was only because the patient no longer need the pump any longer because their pain was gone.

Manufacturer narrative:
Further, analysis of the suture loop revealed the suture loop fractured with brittle overload and ductile final fracture. The load condition was indeterminate. Fatigue was not observed on the suture loop fracture surface. A root cause for failure could not be determined.

Manufacturer narrative:
Analysis of the pump (sn; unknown) found no anomaly. Only the suture loop from an isomed pump was returned. No obvious anomalies were noted with the "suture loop itself". Analysis of the catheter (sn; unknown) found no significant anomalies. Only the clear strain relief shroud was returned for analysis.

Manufacturer narrative:
Additionally, the information reasonably suggests that component was functioning as intended /designed.